Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion and epidermolysis are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of vascular occlusion is addressed in the labeling. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of epidermolysis is deemed not device related but is considered an unexpected adverse drug experience.

Event description:
Health professional injected a patient in the right-side marionette line with 0.5 cc of juvéderm vollure¿ xc. That day, patient experienced "localized mottling/pain" at the injection site. The patient was treated the next day with 150 units of hylenex and the following day with 600 units of hylenex. The physician noted that "vascular flow was established with the 2nd round of hylenex injection but the patient has localized epidermolysis (not device related) which appears to be improving with topical application of tns recovery." The event is ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional injected a patient in the right-side marionette line with 0.5 cc of juvéderm vollure¿ xc. That day, patient experienced "localized mottling/pain" at the injection site. The patient was treated the next day with 150 units of hylenex and the following day with 600 units of hylenex. The physician noted that "vascular flow was established with the 2nd round of hylenex injection but the patient has localized epidermolysis (not device related) which appears to be improving with topical application of tns recovery." The event is ongoing.

Event description:
Additionally, the health professional reported that the event resolved 3 months post-onset.